Manufacturer narrative:
The device will be forwarded to the manufacturing site for investigation. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted unsolicited. This event is filed under internal complaint ID (B)(4).

Event description:
It was reported the lens is cracked and the visibility has diminished during medical procedure. No negative impact in state of health reported.

Manufacturer narrative:
Result of investigation: during the optical inspection, a severely bent shaft was detected. There are residues in the rod system due to mechanical damage, the light connection socket is twisted, and the light-conducting fibers are exposed. The customer's statement that "the lens is cracked" cannot be confirmed. Examination of the optics revealed a severely bent shaft, which has led to significant impairment of imaging. Significant dirt particles are visible in the rod lens system, caused by excessive stress and existing mechanical damage. The light output of the optics is virtually non-existent. The cause of this is a mechanically twisted light connection socket. All light-conducting fibers were separated from the socket, meaning that adequate illumination of the surgical field is no longer possible. Furthermore, the optics show impact marks, scratches, and a chemically damaged distal solder seam in the distal area. The damage listed and identified during the examination was not caused by a manufacturing/production defect but was caused by clinical use/clinical reprocessing. No further measures will be taken. The complaint history did not reveal any pickup in similar complaints, no trend was identified. This event is filed under internal complaint ID (B)(4).

Manufacturer narrative:
Correction made in section d2b. The correct code is hih. This event is filed under internal complaint ID (B)(4).